Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the bolus totals did not match. The reporter noted that the patient experienced blood glucose (bg) over 250 mg/dl but under 500 mg/dl and bg of less than 70mg/dl but greater than 40 mg/dl with no reported additional signs or symptoms of hyperglycemia. This incident does not meet animas' definition of an adverse event and there was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jul-2018 with the following findings: during the investigation, the delivered boluses were calculated for (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018 and the delivered boluses on each day matched correctly to the total daily dose (ttd) bolus history. The pump was manually suspended on (B)(4) 2018 at 12:36 and manually resumed at 13:50. Investigators manually performed a 10 unit audio and 10 unit normal bolus, and both were accurately recorded in the bolus history and the bolus total daily dose history correctly showed 20.0 units. No hypersensitive or stuck keys were observed on the keypad. The pump was exercised for 24 hours with a 2.0 unit per hour basal rate, and at the end of the testing the basal history correctly showed 2.0 units and the total daily dose showed 48.0 units. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing, and was found to be delivering accurately and within range. Investigators were unable to duplicate the complaint of the pumps bolus totals calculating a greater than five percent discrepancy during this investigation.